Event description:
The customer reported that the analyzer produced a positively biased potassium result on one patient sample. The sample displayed a millivolt pattern consistent with the presence of static. A system enhancement will be added to the instrument to address this issue. Patient treatment was not initiated, altered or stopped due to the initial potassium result, so there was no patient harm as a result of this occurrence.